Event description:
It was reported that pump display had pixel issue that affected customer ability to read and interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy and technical support arranged pump replacement and discussed option for out-of-warranty loaner pump, but no additional information was received regarding final outcome.